Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: vessel locator button popped up pre-maturely. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery, after an interventional peripheral procedure. Reportedly, with the sheath splitting, a third click was heard and the arrows aligned as expected, however, the vessel locator button popped up prematurely losing vessel access. The clip was deployed in the distal subcutaneous tissue. The physician stated that he felt comfortable leaving the clip in the deployed location. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.